Event description:
Pt reported feeling occasional "shocks" in chest. During routine evaluation, pacemaker indicated "depleted battery". During pacemaker replacement, the physician noticed blood within the ventricular pacemaker electrode and replaced it also. Upon examining the electrode, the conductor was found to be exposed in several places.